Event description:
At shift change rn observed morphine bag on comfort code patient was empty, upon discussing with outgoing rn from night shift caring for the patient, the last bag was hung at 0200 with 90ml in it at a rate of 4ml/hr. Rate change to 5ml/hr at 0507 and to 6ml/hr at 0522. There should have been 60ml left at 0700 at report time.